Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Vakharia, k., waqas, m., shakir, h. J., chin, f., hartke, j. N., shallwani, h., beecher, j. S., siddiqui, a. H., & levy, e. I. (2020). Versatile use of catheter systems for deployment of the pipeline embolization device: a comparison of biaxial and triaxial catheter systems.  Journal of neurointerventional surgery,  12(6), 585¿590. Https://doi.org/10.1136/neurintsurg-2019-015610. Medtronic received a literature article pertaining to a study of patients undergoing pipeline deployment with biaxial or triaxial catheter systems. The study took place between 2014 and 2016, comprised of 82 patients with 89 intracranial aneurysms. The average age of the participants was 56 years, a majority female. In 7, two aneurysms were treated with a single ped. 49 procedures were performed using a biaxial system, and 33 procedures using a triaxial system. One patient death occurred in the biaxial group. The patient had presented with hunt and hess grade 4 subarachnoid hemorrhage due to a ruptured blister supraclinoid dorsal carotid wall aneurysm. The aneurysm was the only one treated with a pipeline acutely in the setting of subarachnoid hemorrhage because of the morphology and location of the aneurysm. The patient¿s neurological status did not improve after ped deployment. The patient developed severe vasospasm of the middle cerebral artery and continued to decline in neurological status. In addition, the patient's involved in the study experienced a total of 4 vasospasm, 1 groin hematoma, one mrs 6 at last follow up, 34 occlusion at 12 months follow up, and 37 at last follow up.